Manufacturer narrative:
(B)(4). It has been determined that this medwatch, (B)(4) (3005075853-2018-14577) is a duplicate of (B)(4) (3005075853-2018-14760). All future correspondences will be associated with (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a lap cholecystectomy, there was an issue with a 10mm ligaclip. The ligaclip was used and then crossfired.